Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. It was found that the patient's implantable cardioverter defibrillator (ICD) failed to be interrogated. It was alleged that the device exhibited premature battery depletion. The patient's ICD was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Failure to interrogate and premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.